Event description:
Surgeon reports a rupture in the flap, lifting in two parts. No further information was provided.

Manufacturer narrative:
During the on site investigation, the service tech tightened screws with the torque key. Most likely root cause after evaluation of logfiles is blind vacuum which was not properly detected by the user. After treatment, incorrect flap handling by the user instead of lifting the flap. Root cause was identified as improper use, failure to follow dfu for the product. (B)(4).